Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the abdomen, which is off label usage of the device, on (B)(6) 2025.. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). H6 codes: health effect - clinical code problem code: 2687 foreign body in patient.

Event description:
It was reported that detached sensor wire occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. No product was provided for evaluation. The allegation and a probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.